Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call of issues with customer's insulin pump. The father states the customer has been receiving a lot of alarms. The customer's blood glucose level at the time of incident was 250mg/dl. The customer has been receiving motion sensor test failure alarms. Troubleshoot was conducted. The customer was not able to get out of rewind sequence, so the pump was unable to be tested. The customer was advised the pump would have to be replaced and returned for analysis.

Manufacturer narrative:
The pump was received with a constant motion sensor test failure alarm due to an out of phase motor encoder signal. The pump also had minor scratches on the lcd window, a cracked case near the display window corners, and a cracked reservoir tube lip. No other alarms noted on the alarm history screen. Unable to perform the displacement test due to the motion sensor test failure alarm anomaly.